Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of omsc the following was confirmed; - there was no abnormality such as kink, scratch, discoloration or adhesion of foreign material inside the channel from the instrument channel outlet to the suction connector. - there was no heavily discoloration, adhesion of foreign material and scratch around the instrument channel port, the suction cylinder and the air/water cylinder. - there was small scratch on the distal end. - the angle of the bending section was insufficient. - there was the scratch on the rubber of the bending section. - the insertion tube had been crushed. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation is in progress. The exact cause of the reported event could not be conclusively determined at this time.if additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, following microbes were detected from the sample collected from the instrument channel of the subject device. Coagulase-negative staphyloccoci (10 cfu/ml). After that the user facility reprocessed the subject device and performed the microbiological testing again, still the microbes were detected. The device had been reprocessed with an olympus automated endoscope reprocessor model oer-4 (not available in the USA), using peracetic acid. The subject device had not been used for procedure for about 2 months before the microbiological testing. There was no report of infection associated with this report.